Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were issues with the case of the external pulse generator (epg). In addition, there were three control knobs broken, and the battery drawer was broken. The status of the epg was not known. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed customer complaint. Three control knows found broken. Upper and lower case found damaged. Battery drawer found damaged. Bail cover, bail attachment, ring attachment missing. Cleaned and checked instrument. Replaced the following: upper case, main keypad, atrial keypad, lower case, control knobs (3), knob spring (3), ring cover, ring attachment, ring cover, bail cover (2), bail attachment (2), battery drawer, battery drawer end cap, washer insulator (2), battery drawer o-ring. If information is provided in the future, a supplemental report will be issued.